Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the medical article "transcatheter aortic valve in valve implantation with bioprosthetic valve fracture" by authors sotiris c. Stamou, et al. Valve-in-valve transcatheter aortic valve replacement (viv tavr) has been approved for patients with bioprosthetic valve degeneration, as a safe and effective alternative to reoperation. Viv tavr can be problematic, however, when patients have a small surgical bioprosthesis, as a new valve must fit inside an already narrow opening. To remedy this problem, case studies have been reported on a new technique called bioprosthetic valve fracturing (bvf). Upon review of this written article it was learned that this patient with a 21mm edwards pericardial aortic valve (case 1) underwent a valve-in-valve procedure after an unknown implant duration due to severe aortic stenosis and severe aortic regurgitation. The patient presented with sob and pedal edema. The tavr procedure was performed with a 23mm non-edwards transcatheter valve resulting in a mean gradient of 14mmhg. Tru balloon size 22mm was inflated resulting in fracturing of the surgical valve. Tee showed residual gradient of 11mmhg and ava of 2cm2. There were no complications from the procedure and was discharged home on pod #3.